Manufacturer narrative:
Article citation: ¿the effect of sterile acellular dermal matrix use on complication rates in implant-based immediate breast reconstructions,¿ lee, jun ho, park, youngsoo; choi, kyoung wook; chung, kyu-jin; kim, tae gon; kim, yong-ha, archives of plastic surgery, nov 2016 vol. 43, no. 6, pp. 523-528.¿ the event of capsular contracture is a physiological complaint. Analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details will be requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Reported event of unknown side ¿capsular contracture,¿ baker grade iii/IV in three patients was noted in ¿the effect of sterile acellular dermal matrix use on complication rates in implant-based immediate breast reconstructions,¿ archives of plastic surgery, nov 2016 vol. 43, no. 6, pp. 523-528. The patients were implanted with the sterile acellular dermal matrix (adm) megaderm and an allergan ¿textured silicone gel implant.¿ treatment for capsular contracture was not specified by the article. There is no information available to determine if the devices were removed. The devices will be considered as remaining implanted.